Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that an antibiotic was hung as a secondary bag, which is yellow in color. After few minutes, the rn noticed that the primary bag turned yellow. The rn checked to make sure everything was setup correctly and was verified by their manager. The IV pump was then paused and antibiotic (secondary bag) was still dripping. The primary bag was put lower to see if that was the issue, but the secondary bag continues to drip even with pump paused. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: annex a: a26. Annex g: g07001. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an antibiotic was hung as a secondary bag, which is yellow in color. After few minutes, the rn noticed that the primary bag turned yellow. The rn checked to make sure everything was setup correctly and was verified by their manager. The IV pump was then paused and antibiotic (secondary bag) was still dripping. The primary bag was put lower to see if that was the issue, but the secondary bag continues to drip even with pump paused. There was a patient involvement but no harm.